Event description:
Pt underwent bilateral breast surgery in about 1981, breasts were apparently uplifted and an implant positioned. She has had some change in firmness in the breasts, more on the right than the left, and some aches and pains in her right breast. She also has some tendonitis in her right elbow, but no other signs of multiple arthralgias. MRI scan showed probable leakage of the implants. (Per physician dictation.) On 3/1/94, pt had surgery for removal of bilateral silicone gel breast implants, bilateral total capsulectomy. Post op diagnosis: post placement of bilateral submuscular silicone gel breast implants with leakage.